Manufacturer narrative:
MDR 3003442380-2024-02223 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from (B)(6) 2024 to (B)(6) 2024. First event occured on (B)(6) 2024, second event occured on (B)(6) 2024 and third event occured on (B)(6) 2024. It was reported that patient faced an issue with three infusion set cannula was kinked. The site of insertion was at abdomen. The issue occured after three hours of insertion. The infusion set was in use for six to twelve hours during first and second event and during third event it was in use for one day. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.